Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to obtain glucose readings. As a result, the customer was not alerted of changes in glucose level and became hypoglycemic with symptoms of sweating, loss of consciousness, and was unable to self-treat, requiring treatment of glucose gel by non-healthcare professional. The ambulance was called and the caregiver was adviced to provide jam and toast to the customer for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.